Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon determined that the cranial positioned implant had breached the neuroforamen. Five days after the initial procedure, the surgeon performed a revision procedure where he removed the implant. The patient's radicular pain symptoms resolved following the revision procedure.

Manufacturer narrative:
The patient complained of continued non-radicular pain after one right side si joint implant was removed in (B)(6) 2018 and requested that the remaining right side si joint implants be removed. In (B)(6) 2018, the surgeon removed the remaining two implants. The status of the patient following the removal revision is not known. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7045-90, lot# 493982, mfd. 08/10/17, exp. 2022-08-10, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493928, mfd. 05/25/17, exp. 2022-05-25, UDI (B)(4).